Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application unavailable. A technical support specialist troubleshooted the device and had customer restart cabinet manually, restored remote support specialist (rss) connection, reset internet protocol 4 (ipv4), and relaunched application. Verified successful login, medication issue, and cycle count. The system functioned as intended after the technical support specialist diagnosed the device. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cabinet displayed the message: 'application unavailable. Drawers offline.' The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.